Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch on the front of the unit was found damaged with a broken protective cover and exposed internal components. Additional findings include a deformation in the top cover, paint scratches on the unit, and weak suction force from two of the suction feet. Evaluators also recommended replacing the air joint unit and connector socket as a form of preventative maintenance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the on/off switch on his olympus maintenance unit was found faulty during procedure preparation and needs to be replaced. There was no patient harm reported as a result of this event.